Event description:
It was reported that a patient death occurred. The patient presented with an extensive anterior wall myocardial infarction and lv dysfunction. Angiography revealed that the proximal left anterior descending artery (lad) was 100% stenosed with thrombus present and > 80% stenosis in the left circumflex. The physician engaged the left main artery with a 3.5, 6f non bsc guide catheter and extracted the thrombus in the lad with an unspecified aspiration catheter. The lesion was then predilated with a 2.0x9mm balloon and a 2.75x32mm taxus¿ liberté¿ stent was deployed across the lad and timi ii flow was achieved. Approximately five minutes after the stent was placed, the patient experienced bradycardia with hypotension. Atropine was injected and CPR was initiated. Emergency intubation was performed and an intra-coronary balloon pump was inserted through the left femoral artery. The patient was unable to be revived and expired approximately 45 minutes after the onset of symptoms. The documented cause of death is cardiac respiratory arrest.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).